Event description:
The customer reported that the system had a filament on in error and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep preformed an onsite investigation. The generator filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.